Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using ac power only. The battery was incapable of powering the unit for more than 30 minutes. The unit was able to engage in monitoring and alarmed both audibly and visually under alarm conditions. The battery is not charging to expected levels nor holding a charge for an extended period of time. The unit will charge to a low level powering the unit for approximately 30 minutes before triggering a low battery alarm and shutting down.

Event description:
The customer reported the charging mechanism is not functioning properly. (B)(4) monitor will only power on with ac power connection, and powers off if not plugged in. Monitor is continuously charging overnight. Battery charging green light illuminates when plugged in. No patient impact or consequences reported.